Event description:
A stereotactic breast biopsy with subsequent marker placement was being performed. After placing the marker and while removing the applicator, the tip sheared. The radiologist was able to remove the tip with suction. No further exploratory retrieval was necessary. There was no patient adverse effect.